Event description:
The lay user/patient contacted lfs alleging that the test strip port was blocked and the pt has a hard time inserting the testing strip into the meter. The pt claims she has to wiggle the test strips into the meter for the meter to power on. The pt did not exhibit any symptoms or seek any medical attention due to the reported issue. Customer care advocate (cca) sent the pt a replacement meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it, if the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.